Event description:
On (B)(6) 2026, a patient underwent for an ultrasound guided percutaneous transhepatic cholangial drainage (ptcd) procedure using navarre opti drain. Prior to an ultrasound guided percutaneous transhepatic cholangial drainage (ptcd) procedure, the clinical team inspected the package and product and identified that the trocar needle was significantly longer than the catheter. The procedure was completed using another device. There was no patient contact.

Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records will be performed. The device has not been returned to the manufacturer for evaluation. However, photos were provided for review. The investigation of the reported event is currently underway. Section a through f: the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: the physical device was not returned for evaluation. However, two electronic photos were provided for review. Both photos show partial view of drainage catheter in which trocar needle was noted to be protruded from catheter tip of two catheters. Although the needle was protruded from the two catheters in the provided photo, it is not sufficient to determine if the product meets the specification. The investigation is inconclusive for reported trocar needle length issue for both devices as the provided photo was not sufficient to confirm the reported issue and the issue cannot be verified without physical sample. A definitive root cause could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. D4 (medical device catalog #, unique identifier (UDI) #), g3, h6 (method, result, conclusion). Section a through f: the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2026, a patient underwent for an ultrasound guided percutaneous transhepatic cholangial drainage (ptcd) procedure using navarre opti drain. Prior to the procedure, it was reported that the clinical team inspected the package and product and identified that the trocar needle was significantly longer than the catheter. The procedure was completed using another device. There was no patient contact.